Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
The customer reported via phone call that buttons was not easy to press. Customer's blood glucose value was unknown. Customer also stated that insulin pump had blank display and display was returned after pump restart. Customer states the insulin pump had not been dropped or bumped recently. Customer states the pump had not been exposed to moisture recently. The device will not be return for analysis.